Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.